Event description:
It was reported that this inflatable penile prosthesis was not inflating. The device had fluid loss. The device was removed and replaced. No patient complications were reported.

Manufacturer narrative:
A3a sex and a3b gender updated.

Event description:
It was reported that this inflatable penile prosthesis was not inflating. The device had fluid loss. The device was removed and replaced. No patient complications were reported.